Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert appeared in the pump's history. The issue had resolved before contacting technical support. There was no adverse impact to the customer¿s blood glucose level. The customer changed to non-tandem charging supplies to resolve the issue and was informed that such supplies are not recommended unless for troubleshooting. Technical support arranged for a replacement tandem wall adapter and charging cable to be sent via two-day shipping. The pump began charging, and no further assistance was required.